Event description:
It was reported that during a stent treatment procedure, stent damage occurred. The 2.5x8mm promus element plus was advanced inside the patient, the stent was not deployed and upon removal the stent was damaged. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product (B)(6). (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).